Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no.: 320122 batch no.: 9114908. It was reported that during use of the bd ultra fine¿ pen needles after the injection as the user went to remove the needle the needle remained in the skin. The user had his wife take some tweezers to remove the needle. The needle broke and tweezers were again used to take the second half of the needle out. A hole was left in the skin. No medical attention was needed. The following information was provided by the initial reporter: it was reported by the consumer that post injection he could not remove the needle from his skin; the needle broke leaving part of the needle in his skin and his spouse removed it with tweezers.